Event description:
Facility reports that while using an uno pt lift with a non-liko mfg sling that the loop of the sling came off and the resident fell/tumbled to the floor. Resident suffered minor laceration to the ear as her head hit the bed. Facility attributes incident to use of non-liko mfg sling in use at the time of the reported incident.